Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate and static. Customer continued to use the existing cartridge for insulin therapy. There was no adverse impact on customer's blood glucose level.